Event description:
An electrohydraulic lithotripsy procedure was in progress. When ehl probes were utilized, the metal tips of two (2) of the devices came off in the pt's left kidney. The tips became lodged in tissue and add'l surgical procedures were reportedly done to remove the kidney stones and the loose metal tips from the kidney.